Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The seal and the tension spring assembly were extended outside of the delivery tube. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed to load properly" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass, the heartstring iii seal failed to load properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.